Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited a deep cut on the probe unit. Foreign material was found in nozzle, knob wire and adhesive on bending section cover.there were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation,the foreign objects remained in the adhesive on the bending section cover because the device was returned to olympus without performing/completing the reprocessing at the facility. The foreign objects remained in the nozzle because the device was returned to olympus without performing/completing the reprocessing at the facility. The foreign objects remained in the knob wire because the device was returned to olympus without performing/completing the reprocessing at the facility. According to the instruction manual for gf-uct180, the reprocessing procedures are described in the following chapters. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.